Event description:
The customer called technical support (ts) and reported that the device has a touchscreen issue. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown what the outcome of the service event was.